Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. There were no reports of patient injury. A visual inspection revealed no damage to the indicator wire loop. The device was stored, prepared, and used as per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of the 5f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. A visual inspection revealed no damage to the indicator wire loop. The device was stored, prepared, and used as per the instructions for use (IFU). The exoseal vascular closure device (vcd) was used in a diagnostic procedure that employed a retrograde approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium or plaque at the puncture site, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of the 5f exoseal vascular closure device (vcd) and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. Hemostasis was achieved by manual compression. There were no reports of patient injury. A visual inspection revealed no damage to the indicator wire loop. The device was stored, prepared, and used as per the instructions for use (IFU). The exoseal vascular closure device (vcd) was used in a diagnostic procedure that employed a retrograde approach. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium or plaque at the puncture site, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use, the indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. One non-sterile exoseal vascular closure device (5f), involved in the reported complaint, was returned for investigation. Visual inspection showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, with no abnormal conditions observed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was found in the black/white position. No additional anomalies were observed during this analysis. A deployment simulation evaluation was performed. During the analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the retraction of the indicator wire and the expected plug deployment. The indicator window subsequently reached the black/white and red position. A high-magnification evaluation was conducted to examine the internal mechanism and the indicator wire loop. No abnormal conditions were observed during this analysis. The reported event of ¿indicator wire damaged loop¿ were not observed through analysis of the returned device as it was received with no anomalies noted to the loop. Functional analysis was then executed, and the window achieved its expected changes, with successful lever depression and plug deployment. The guard was locked and no anomalies were noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Without procedural films and based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.